Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).an investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial architect total (B)(6) assay (B)(6) result of 25 miu/ml. The sample retested as negative at <1.2 miu/ml. No suspect results were reported from the lab. There is no reported impact to patient management.

Manufacturer narrative:
Internal identifier(s): (B)(4) a product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect (B)(4) system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an (B)(4) instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). MFR # 3005094123-2011-00572 has been submitted to address this error.